Event description:
During an atrial flutter cti procedure, without ablating, the ampere generator indicated an impedance of 90 ohms. When the ablation started, an impedance signal came "impedance out of range" resulting in cancellation of the procedure. Switching the device off and on, replacing the catheter, and the connection cable, did not solve the issue. The procedure was stopped with no adverse patient consequences.

Manufacturer narrative:
One ampere¿ rf ablation generator was received. Based on the information provided to abbott and the investigation performed, root cause of the field reported event was successfully isolated to a known software anomaly. Review of attached the engineering log files revealed multiple checksum errors specific to the rfmn (radio frequency matching network) board and multiple missed io cycles specific to the controller board assembly on the reported event date but was unable to be reproduced during investigation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
During an atrial flutter cti procedure, without ablating, the ampere generator indicated an impedance of 90 ohms. When the ablation started, an impedance signal came " impedance out of range". Replacing the catheter, and the connection cable, did not solve the issue. The procedure was completed after restarting the ampere generator multiple times with no adverse patient consequences.